Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect parameters of efd". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "a. Uncap the white sample port . B. Gently kink the catheter segment between the piston valve connector and the sample port. C. Tilt or milk the catheter to collect fecal matter around the sample port. D. Insert a slip-tip syringe into the sample port valve and draw the appropriate sample of fecal matter into the syringe . Withdraw the syringe. E. Secure the white cap back onto the sample port." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an dignishield evaluation took place at (B)(6) hospital ,one of the sample port clasp fell out and created an opening that allowed stool to leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during an dignishield evaluation took place at (B)(6) ,one of the sample port clasp fell out and created an opening that allowed stool to leak.